Event description:
The customer reported her power adapter will not power the device. During the product eval on (B)(4) 2013, the technician observed a breached transformer housing, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for eval. The defective power adapter was received at medela on (B)(4) 2013. A product eval was unable to be confirmed the customer reported problem due to the missing prong. A product eval also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The technician was unable to perform the voltage across the dc plug test nad the resistance across the ac blades test due to missing prong. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord.